Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer. Reportedly the customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.